Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Event description:
It was reported that a patient underwent myomectomy on (B)(6) 2014 and suture was used. During the procedure, the surgeon was holding the needle in the needle driver and after passing the needle through the patient's skin, the needle broke. The broken pieces were immediately retrieved. The procedure was completed with same/like device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.